Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Starting from late 2012, some electrode channels have fluctuated between high impedance and normal status. Hearing and speech performance has been good anyway. Recently the number of affected electrode channels has increased. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Starting from late 2012 some electrode channels have fluctuated between high impedance and normal status. Hearing and speech performance has been good anyway. Recently the number of affected electrode channels has increased. The patient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information damage to the active electrode, likely caused by minute device mobility, is probably the reason for the reported problems. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been explanted and no date for this has been scheduled.

Event description:
Starting from late 2012 some electrode channels have fluctuated between high impedance and normal status. Hearing and speech performance has been good anyway. Recently the number of affected electrode channels has increased. Re-implantation is being considered but no date has been scheduled yet.